Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. A visual inspection was performed and no defects were found. The receive would not boot up. The receiver case was opened and an interior inspection found moisture damage. The reported event of no audio output could not be confirmed due to the condition of the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.